Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin deliveries. Customer declined troubleshooting to determine a possible cause of the occlusions. Customer's blood glucose level was 233 mg/dl.